Manufacturer narrative:
Preloaded insertion system with lens was returned to the manufacturer for evaluation. The return sample was visually inspected. The plunger component was observed in fully advance position. The preloaded insertion system was visually inspected under a microscope. The lens was observed stuck in the cartridge tube with the pushrod adhered to the jammed lens. The haptic was observed partially out of the cartridge tip. The plunger was verified that it was properly lock. Scarce amount of viscoelastic residues were also observed inside the device. The reported complaint of the preloaded did not click cannot be confirmed. However, the reported of a lens stuck in cartridge is confirmed. The cause of the complaint could not be determined. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions, warnings and precautions for the proper use and handling of the device. The manufacturing record review was performed. The lenses were manufactured within specifications. The units were released according to specification. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon advanced into the chamber prior to implantation of the intraocular lens. The implantation system did not click on this one. The surgeon proceeded to attempt the implantation and there was too much pressure in the device that the lens would not budge. The tip did touch the patient&#38112;eye but no injury occurred. The surgeon switched out the defective preloaded device (pcb00) and implanted a new one without any issues. In follow-up, it was reported that the device would not pull back nor advance. No further information was provided.